Event description:
It was reported that an electrical reset was observed on the remote monitoring transmission. It was also reported that the patient was undergoing radiation therapy. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x2 implantable pacing leads, (B)(6) 2010. (B)(4). The actual device was not received for evaluation; however, performance data was collected from the device and analyzed. There was a power on reset (por). A critical ram parity error was recorded on (B)(6) 2013. The parity error is considered low severity and the device should be able to recover after reset. It was also reported that the patient was undergoing radiation therapy.